Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the reagent probes were leaking on their unicel dxc 600 synchron clinical system. The leak was contained to the instrument; fluid was noted on the reagent probe drip tray. The laboratory personnel was wearing laboratory coats and gloves. No injuries were sustained by any lab personnel. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site on (B)(6) 2012. The fse inspected the instrument and identified an improperly seated hamilton valve. No active leaking was observed at that time. The fse removed and replaced the hamilton valve. Failure mode of this event was loose/improperly seated valve. (B)(4).